Event description:
It was reported on 3/20/2006 that an incident involving an oxygen tube was received. The pt was not breathing well and called 911 for assitance. The paramedics measured his oxygen sturation at 70% and transported him to the hosp emergency room. Pt was stabilized and sent home.